Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number: rob10013, serial number: (B)(6), intended for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was not confirmed with a functional evaluation. The drill passed both kpc testing and a case with no problems. Disassembly revealed nothing unusual. The cable passed testing. The exposure motor passed testing. After reassembly, the drill again passed kpc and a case with no problems. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No reasonable cause could be identified based on the received complaint information and investigation results. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka procedure, (B)(4) real intelligence robotic drills gave a "system time out" and "the robotic drill has been deactivated" errors and could not be corrected. Every troubleshooting technique was performed without success. The procedure was resumed, after a non-significant delay, by changing to manual procedure. Patient was not harmed as consequence of this problem. Drills passed diagnostic tests performed outside of or, after the case.